Event description:
The user facility reported that an employee was splashed in the face with liquid while removing the s40 cup from the system 1e processor.

Manufacturer narrative:
Affected employee reported a burning sensation and sought medical treatment at the employee health department. The employee flushed face with water and was administered topical antibiotics. The employee returned to work the same day. The steris product safety data sheet for s40 sterilant concentrate states 8.2 personal protection includes eye protection: safety glasses or goggles. The system 1e operator manual also states: "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures". Steris made multiple attempts to obtain additional information, however the user facility will not respond.